Manufacturer narrative:
Device evaluation- 100 unused samples were returned for evaluation. The devices were sampled for functional testing: during testing the devices were found to function as expected and meet with dimensional specifications. The returned devices were found to meet with specifications.

Event description:
It was reported that the cuff on a smiths medical trach tueb seemed to be porous the user needed 15 ml of air for it to properly inflate. No adverse patient effects were reported.